Event description:
During a hepatectomy the clip applier has not been firing clips fully. The clips seem to not completely form. Another device was used to complete the procedure. There was no patient consequence.